Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she is going through some changes with her dbs (patient referred to their ins as dbs, but they were implanted for spinal cord stimulation - pain). The patient stated she was involved in a car accident on (B)(6) and then fell flat on her face in (B)(6). The patient stated she broke her wrist and then found out about 2 and half to 3 weeks later ago she had a dislocated jaw and broken jaw. The patient stated this is causing a lot of problems with her brain and tensions in her head. The patient stated she can barely hold her head up due to the jaw problem. The patient stated she needs her ins adjusted again. The patient was redirected to follow up with her healthcare provider (hcp) no further complications were reported. No additional patient symptoms were reported.